Manufacturer narrative:
Upon receiving the returned device, it was confirmed that the blade had broken into two pieces. A true root cause of how the damage occured is unknown. However, we can assume that a small crack had to form in the material at some point prior to use. The device had been in use for approximately two years before the incident occurred. The material and hardness of the device were checked with all reading found to be within conformance per the product specifications and intended use. This is the first occurrence that we have received for this occurrence. Therefore this is an isolated event. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that allages any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Event description:
The retractor had been in place for approximately 20 minutes in the patient while the surgeon was working without incident. The surgical staff was preparing to drape the patient and bringin o-arm for imaging, when the retractor blade suddlenly broke into two pieces. When the blade broke it ejected itself out of the patient onto the floor. The patient was checked for fragments from the break with nothing found inside the patient. There was no further impact on the patient.